Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has failed the pneumatic module leak test. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. A full pneumatic module leak test and the unit did fail during the membrane leak test. The safety disk with a new one and the unit is now passing all leak tests. Unit passed all tests and calibrations and is cleared for use. Last pm was completed 12/21/2021 and the safety disk was replaced at this time. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected field: e1 (event site telephone: (B)(6)). Additional point of contact: name: (B)(6). Department: biomed. Occupation: biomedical engineer.